Manufacturer narrative:
No additional information received. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported poor eyesight in both eyes post laser assisted cataract surgery. It was noted that their vision was worse than before the surgery. The patient had three different laser treatments in an attempt to correct the damaged but caused more damage. The patient has to wear contact lenses. The patient noted the cornea is damaged beyond repair. No additional information available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.